Event description:
The customer's mother reported via phone call that the insulin pump alarmed failed battery test while she was changing the infusion set. The battery was changed three times. Customer's blood glucose level was not reported. The insulin pump alarmed failed battery test after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no failed battery alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.